Event description:
The customer reported that insulin had leaked into the reservoir compartment. The customer stated that she inserted a needle into the reservoir to give a manual injection of 10.0 units to treat her high blood glucose, and she damaged the rubber septum. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.